Manufacturer narrative:
The prograsp forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the string of the prograsp forceps instrument broke. The fragment fell into a patient but was not retrieved. The procedure was completed.